Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of a keypad malfunction, which was experienced during evaluation. The device evaluation found that when the #6 key is pressed, 16 will be displayed automatically. When operating alphabetically and the "pqr" key is pressed, a duplicate output was observed. This was found to be caused by a failed keypad. The failed keypad was replaced to correct the condition. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing a keypad malfunction was experienced. There was no patient involvement.